Event description:
The customer reported that, shortly after applying the pod in the morning, her bg levels began to rise; within four hours of activation, her levels spiked significantly. Her bg levels remained consistently high (296 - greater than 500mg/dl) for the remainder of the day despite having administered both a manual insulin injection and a series of pod boluses. She took sick during the night with dka, and large ketones and was taken to the hospital early the next morning. While at the hospital, she activated a new pod and gave herself another manual insulin injection; she was also given IV fluids. She refused to be admitted and was discharged after eight hours with a bg level of 89mg/dl. The pod will be returned for eval.

Manufacturer narrative:
The pod involved was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after a bolus was first administered, then the pod should be replaced and a health care provider should be contacted for guidance. It should be noted that the customer's bg levels had in fact decreased over a five hour time frame after multiple boluses were administered (though her levels did decrease, they were still "high": from a high of greater than 500mg/dl down to 296mg/dl). This is an indication that the pod may have been operating as intended, delivering boluses as programmed. At the beginning of this five hour period, however, a manual insulin injection was also administered. Therefore, without the pod returned for eval, it is unk whether the decrease in bg levels was in response to the series of pod boluses or to the manual insulin injection (or both).